Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and could not recreate the problem. Fse checked holding force of plunger clamp #6 and found it out of specification. He replaced plunger clamp, tip clamp and tip clamp sleeve to correct the problem. Repairs have been verified by the fse. The instrument was tested without further problem and was returned to expected operation.